Manufacturer narrative:
The product was not returned for evaluation so we are unable to confirm any product malfunction or other product condition to have contributed to the patient's hypoglycemia and paramedic visit. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 112 hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm. Living with diabetes 9 / page 113 frequent blood glucose checks are the key to avoiding potential problems. Detecting low blood glucose early lets you treat it before it becomes a problem. Checking your blood glucose 7 / page 97 warning: ¿low¿ or ¿high¿ blood glucose readings can indicate a potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Checking your blood glucose 7 / page 81: you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel. Living with diabetes 9 / pages 109: keep an emergency kit with you at all times to quickly respond to any diabetes emergency. The kit should include: several new, sealed pods, extra new pdm batteries (at least two aaa alkaline), a vial of rapid-acting u-100 insulin, syringes for injecting insulin, instructions from your healthcare provider about how much insulin to inject if delivery from the pod is interrupted, blood glucose test strips, ketone test strips, lancing device and lancets, glucose tablets or another fast-acting source of carbohydrate, alcohol prep swabs. Advised: when packing for travel, take more supplies than you think you¿ll need. Be sure to include: diabetes emergency kit packed in your carry-on luggage, enough pods for your trip, plus a backup supply, extra new pdm batteries, additional blood glucose meter, insulin syringes or pens in case you need injections, several vials of insulin or insulin cartridges if you use a pen, glucagon kit.

Event description:
It was reported that a patient's blood glucose (bg) levels fell to 2.9 mmol/l (52 mg/dl) while wearing the pod. The patient's mother reported emergency services was called twice to the house within the last 2 weeks due to this issue ((B)(4)). The paramedics treated the patient with glucose tabs on both occasions. It was discovered that the patient's personal diabetes manager (pdm) was reading incorrectly. The patient's pdm read 3.8 mmol/l (68 mg/dl) while the paramedics bg meter read 2.9 mmol/l (52 mg/dl). Upon further inspection it was noted that the calibration code in the pdm was entered as 19 when it should be 16, which would likely give inaccurate results. It was advised that the patient's mother change the code to 16. Since the code has been set to 16 the patient has had no further issues.